Event description:
Per oos, this lead was explanted due to "total loss of capture and sensing. The cardiologist said the lead wire looks like it oxidized. He believes friction with the ventricular lead degraded the outer insulation layer and cause the lead failure. " this lead was replaced with a setrox s 45 , (B) (4).